Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. The atrial lead exhibited loss of capture and loss of sensing. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.